Event description:
It was reported that during a vinci-assisted surgical cholecystectomy procedure, the customer reported the fenestrated bipolar forceps instrument's wire was frayed near the tip. The procedure was with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found to have damaged conductor wire insulation at distal end to be related to the customer reported complaint. After visual inspection, the instrument was found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damaged, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis.